Event description:
It was further reported that the promus element stent was a 3.5x20mm stent; it was post-dilated with a 3.5x15mm non-bsc balloon at 16 atm. It was a 'normal' lesion, not calcified and with soft plaque. The physician felt a little friction when passing the non-bsc balloon through the stent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) stenting treatment procedure stent damage occurred. The physician implanted a promus element stent in an ostial lesion of the left anterior descending artery (lad) close to the left main. After post-dilatation, the stent shortened a few millimeters. Then a non-bsc stent was implanted to cover the lesion. This stent was not implanted at the right place, too much ostial/protruding in the left main. The patient's status is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).